Event description:
The customer reported that the system went down with a charger failed error message during a patient procedure. The system locked up when the c-arm was rotated to do a lateral view. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. However, no conclusion can be drawn as repair information is unavailable at this time.